Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that his one touch verio iq meter had displayed an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred on (B)(6) 2016. The patient manages his diabetes with oral medication, diet and/or exercise and was unable /unwilling to say if he made any changes to his regular diabetes management routine as a result of the alleged product issue. The patient stated that on an unspecified time after the alleged product issue began he developed symptoms of headache, stress and nervous. The patient denied that he received any treatment. At the time of troubleshooting the cca noted that it was not the first time the subject meter was being used, the test strip completely drew in the sample and the correct testing steps were carried out. The cca noted that the test strips were stored correctly and not expired. The issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.